Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Later that night the patient returned to the emergency department with symptoms of ischemia in both of their legs. Computed tomography (CT) imaging showed that the closure device had embolized out of the laa and was now at the descending aorta of the patient. The patent underwent open heart surgery where the closure device was successfully retrieved and removed. The patient has made a full recovery from this event and has not experienced any other complications. It was further reported that the patient underwent vascular surgery to retrieve and remove the closure device.

Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Later that night the patient returned to the emergency department with symptoms of ischemia in both of their legs. Computed tomography (CT) imaging showed that the closure device had embolized out of the laa and was now at the descending aorta of the patient. The patent underwent open heart surgery where the closure device was successfully retrieved and removed. The patient has made a full recovery from this event and has not experienced any other complications.